Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, its cubie was not open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie had failed to open. The technical support specialist (tss) assisted the customer with performing a cycle count of the medication; however, the cubie still did not open. The tss then accessed the tester application and attempted to open the cubie, but the system displayed a failure error. Consequently, the tss advised the customer to replace the cubie. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, its cubie was not open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.